Manufacturer narrative:
Photos provided by account.

Event description:
A neonatal patient was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine. A medical professional reported the patient had excess fluid removed as a result of a leaking effluent bag. The patient became hemodynamically unstable and required medical intervention to stabilize. The effluent bag was replaced and crrt was continued.